Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during insertion when the nurse tried to insert the guide into the needle, it would not go up, without any back and forth movement. When she tried to remove it, she was unable to do so, so she had to make a point on the skin with a scalpel to remove it and find that a knot had formed at the end of the guide.